Manufacturer narrative:
The insulin pump was received with down arrow button unresponsive due to lcd keypad connector unlocked. Time advances properly. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose reading of 400-500 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer also reported button issue. Customer said down arrow button was not working. Customer was advised to observer the time clock and time advanced. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare provider instruction. Insulin pump will be provided for analysis.